Manufacturer narrative:
H.6. Investigation: 268 samples were provided to bd medical ¿ pharmaceutical systems (bdm-ps) for analysis. Which consisted of all samples identified as bad samples by customer. The samples passed all release criteria. It was noted bd saw on 121 bad samples what were possible to assemble with syringe without any difficulties, another 34 bad samples with overlapped spring what weren¿t possible to assemble with syringe, 98 partial activated devices, 3 devices with broken or damaged trigger finger cover, 8 preactivated devices. There are 7 damaged samples which came from the assembly line of direct customer. There is no criteria in the specification for this criteria. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection of the symptom perceived by customer. Bd working on refurbish the coiler's.

Event description:
It was reported that defects were found before use with bd ultrasafe passive needle guard syringes. The following information was provided by the initial reporter, "defected ultrasafe devices leading to performance issues during the device assembly on syringe packaging line 4 and 6. "

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9086791, medical device expiration date: 2024-02-29, device manufacture date: 2019-03-27. Medical device lot #: 9122506, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defects were found before use with bd ultrasafe passive needle guard syringes. The following information was provided by the initial reporter, "defected ultrasafe devices leading to performance issues during the device assembly on syringe packaging line 4 and."